Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from healthcare provider. It was reported that the healthcare provider(hcp) could not give clarification for the device not working. The cause of the device not working was unknown, it was unknown if it was caused by normal battery depletion. It was unknown if the issue had been resolve. They stated they would reach out to the patient to schedule an appointment for evaluation at the office.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that their device had not been working. The caller stated that they saw a representative (rep) probably a year ago who adjusted things and told them the battery was already running down and they adjusted it so the device would last a little longer. The caller added that the device never quite worked right after that, and it didn't work before that either. The caller noted that they had to turn the device off for another treatment and when they turned it back on, they didn't feel anything much like they used to so they're wondering if the battery was just getting low or what's going on. The patient stated that they would like to meet with a rep for assistance with program optimization. The caller said they've tried a lot of different things themselves and think they need some help with it. They mentioned they had a really bad accident yesterday and don't want to live in the house like they did before the device. The agent sent an email to the field on patient's behalf. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.